Event description:
The pump was reported to overinfuse. The pump was set to infuse a 125ml bag of cardizan at a rate of 10ml/hr, but the entire bag infused in just 2 hours. No medical intervention was required and no pt injury resulted.